Manufacturer narrative:
A visual examination under magnification of the returned broken driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion).

Event description:
During implantation of an aculoc 2 plate, the tip of the driver broke off in the screw head with final tightening. The driver tip could not be removed from the screw head so it remains implanted in the patient.